Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 13.7 mmol/l (247 mg/dl) since (B) (6) 2010. He bolused through the infusion device to lower his blood glucose. His normal blood glucose range is 4-6 mmol/l (72-108 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.